Event description:
A peritoneal dialysis (pd) pt reported during fill 1 that the blue pin came out of the set and fluid began leaking. The pt was advised to cancel the current treatment and reset with new supplies. The set was discarded. During follow up the pt pd nurse reported the pt did not have any signs of infection. She was not prescribed any antibiotics. No adverse event reported occurred.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.